Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient could not tolerate the device. The secretions would change and plugging would start occurring to include a bs sounding wheezy. The patient had a replacement of the device.